Event description:
On 2004 health care professional reported that a sonatea laser system malfunctioned and 'caught on fire without human involvement'. In written correspondence dated 06/2004 healthcare professional reported that unidentified personnel experienced side effects (unspecified) from the fire, the physician-user reported nausea and vomiting due to fire extinguisher use, and that the healthcare staff were `traumatized' (unspecified).